Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt). The ICD sensed the vt in the ventricular fibrillation (vf) zone and delivered quick convert anti-tachycardia pacing (atp). The atp slowed the arrhythmia and it was detected in the vt-1 zone, which was programmed to monitor only, and the ICD then delivered an inappropriate shock. This shock induced a ventricular tachycardia (vt) which was sensed and the ICD delivered a 41 joule shock that converted it to normal sinus rhythm. No additional adverse patient effects were reported. The ICD was reprogrammed to a two zone configuration without a vt-1 zone and the vt zone rate cut off was changed to 165 bpm. A memory download was performed and sent to boston scientific technical services (ts) for review.a ts consultant discussed that according to device operation, fast beats detected after quick convert are defined as any sensed event with a rate equal to or lower than the tachycardia rate cut off. As the rhythm remained in the vt-1 zone, the device proceeded to charge and deliver a shock. It was discussed that by programming the vt-1 zone off, it resolves this issue in the future.